Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over and station had repeatedly failed. A technical support specialist reviewed the stations and server using the three example patient visits provided, investigation determined that the admission inactivity days setting was likely configured too low and should be increased from the current value of 7 days to a higher value, with 60 days being the default recommendation, reviewed the device events report for one of the example visits admitted and found no patient activity on any device, resulting in 14 days of inactivity, verified that database synchronization and all related services on the stations were functioning as expected and confirmed that the patients were assigned to the correct unit, which included the appropriate device areas. After adjusting the admission inactivity days setting, the affected patients became visible as expected, resolving the issue, followed up with the customer to verify functionality and to determine whether any recently admitted patients were experiencing similar behavior. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patients failed to cross over and appear at the station. Indicating a network communication error between the station and the server. There were no delay and adverse events or injuries reported based on this event.